Event description:
It was reported that the patient called asking about the coverage of upcoming procedure and also said the device is not working. The patient is not able to pump his inflatable penile prosthesis (ipp) due to the pump being hard. The physician pulled on the pump to release a possible kink in the tubing that might have caused the inflation issues. A surgical procedure was performed in which the existing device was removed. The patient did not experience any complications.

Manufacturer narrative:
B3: date of event: the exact event date is unknown. B5: describe event or problem: updated based on additional information. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The reported observations were confirmed via product analysis. The ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders were pressure tested and performed within specification. Both cylinders exhibited wear at the fold in the cylinder body. The momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was fatigued and worn to the filament; however, no leaks were present. The pump was functionally tested and did not pass the activation test. Product analysis concluded these activation issues could affect the functionality of the pump, and result inflation and mechanical issues. The flat reservoir was inspected and tested; no leaks were found. The reservoir performed within specification. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient called asking the coverage of upcoming procedure. He was told it was not covered. He also said the device is not working, it is not inflating. Implant procedure was done on (B)(6) 2019. The patient is scheduled for an appointment on (B)(6) 2020.